Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is it the surgeon¿s standard practice to use 60mm stapler for cholecystectomy procedure or were there other factors? Did both device and cartridge lock out? Did the surgical team keep the retaining cap in place during the loading process? Was there difficulty in removing device from tissue? Was another device attempted prior to the decision to convert to open? If not, why not? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy, after the gallbladder was separated from the liver, the device clamped the cystic duct, an artery, and an adhered tissue, but then it was locked out at the 1st firing. Another device and cartridge were used, but the issue did not improve. The procedure was converted to an open procedure to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2021. H6: component code = g06. Additional information obtained: the cartridge size was not right for the thickness of the target tissue, and the device was locked out as well, so the procedure was converted to open. After the procedure was converted to open, it took time but an electric knife was used to ligate and cut the target tissue. The powered echelon was not used. The patient¿s condition is stable. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. In addition, 1 staple unformed was received inside of a plastic bag. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (b) was returned with no apparent damage and with an ecr60d reload loaded on the device. The reload was received partially fired (B)(6). The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. Additional information was requested, and the following was obtained: is it the surgeon¿s standard practice to use 60mm stapler for cholecystectomy procedure or were there other factors? : no further information is available. Did both device and cartridge lock out? : yes. Did the surgical team keep the retaining cap in place during the loading process? : no further information is available. Was there difficulty in removing device from tissue? : no. Was another device attempted prior to the decision to convert to open? : yes.